Event description:
Allegedly revised due to aseptic loosening.

Manufacturer narrative:
Device #2: investigation is not complete. No complaint was stated against this component. Additional information has been requested from the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00396, 00398.